Event description:
The patient was revised because of infection.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.